Event description:
It was reported that the insulin pump alarmed motor error during basal delivery. The customer's blood glucose was unknown. The customer stated the insulin pump was exposed to body scanner back in may. The customer does use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The unit passed displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor test and excessive no delivery test. There was no motor error alarm noted during bolus or basal delivery. The motor was tested outside of the device and passed. The unit had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.